Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with high ketones. Customer administrated a manual injection of insulin prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital, and was released from the hospital the following day with no permanent damage. Reportedly, the cause for the reported issue was due to an occlusion alarm. The customer resolved the issue prior to the report with tandem technical support (cts), therefore, troubleshooting could not be performed to determine the cause of the occlusion alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.